Event description:
It was reported the patient did not have stimulation. The sjm representative met with the patient and determined the transmitter would not communicate with the receiver. Troubleshooting could not resolve the issue, and diagnostic testing could not be performed, it was reported the physician recommended replacing the receiver at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.